Manufacturer narrative:
(B)(4). UDI # unknown. Method: the actual device was not returned and the lot number is unknown. A review of the device history record (DHR) was not performed. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving one patient. This is the first of three reports. Refer to 8030647-2016-00189 for the second report. Refer to 8030647-2016-00190 for the third report. It was reported by the sales rep that an incident occurred regarding a broken catheter during suctioning. No additional information was provided.

Manufacturer narrative:
The original quantity of affected devices/patients was incorrect. Only one event occurred. The sample was returned and evaluated. The cap of the thumb valve is detached from the valve's body. The separation appears to have occurred at the connection of the stem to the cap. The cap was not received. There is visible evidence of adhesive residue on the outer surface of the stem.. The stem is not broken. Corrective actions are ongoing to identify the root cause. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Per additional information received, the original quantity of affected devices was reported incorrectly. Only one event, not three occurred.